Event description:
Additional information was reported that the patient was doing well.

Event description:
It was reported that the catheter was dislodged. The reporter stated that since pump implant, the patient had not received therapy and also never had therapeutic effect. Symptoms included increased pain. A catheter dye study was performed on (B)(6) that showed dye extravasation outside of the intrathecal space. The lead had pulled out of the intrathecal space. A catheter revision was performed for migrated catheter. Patient outcome was unknown. The device system was used to deliver dilaudid (hydromorphone). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8590-9 lot# n261219, product type accessory. (B)(4).